Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, cervical dysplasia and vaginal disorder. In (B)(6) 2009, the patient had essure inserted. In 2012, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping"). The patient was treated with surgery ((B)(6) 2016 total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, intra-abdominal haemorrhage, abdominal pain lower and dyspareunia outcome was unknown and the abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, intra-abdominal haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed placement of both essure coils. Hsg test confirmed placement of both essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following ones were reported via social media dysparenuia, pelvic pain,¿ most recent follow-up information incorporated above includes: on 12-apr-2018: plaintiff fact sheet received and medical records. New reporters added plaintiff¿s demographics and concomitant disease added. Essure indication updated and stop date added. New events abnormal bleeding (vaginal, menorrhagia) added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic female pelvic pain / pain') and intra-abdominal haemorrhage ('severe abdominal bleeding') in a 35-year-old female patient who had essure (batch no. 710663) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included inflammation. Concurrent conditions included vaginal disorder. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), uterine haemorrhage ("abnormal uterine bleeding") and cervical dysplasia ("dysplasia of cervix"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, intra-abdominal haemorrhage, abdominal pain lower, dyspareunia and uterine haemorrhage outcome was unknown and the abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, cervical dysplasia, dyspareunia, intra-abdominal haemorrhage, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: patient tolerated the procedure well. Discrepancy noted in date of insertion (B)(6) 2009. Coils: right: 3-4, left: 3-4 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: confirmed placement of both essure coils.. Diagnostic results: hsg test confirmed placement of both essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following ones were reported via social media dyspareunia, pelvic pain,¿ most recent follow-up information incorporated above includes: on (B)(6) 2020: medical record received : lot number, reporter information and medical history were added. Case became medically confirmed. New events added - abnormal uterine bleeding, mild dysplasia of cervix.. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic female pelvic pain / pain') and intra-abdominal haemorrhage ('severe abdominal bleeding') in a 35-year-old female patient who had essure (batch no. 710663-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included inflammation. Concurrent conditions included vaginal disorder. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), uterine haemorrhage ("abnormal uterine bleeding") and cervical dysplasia ("dysplasia of cervix"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, intra-abdominal haemorrhage, abdominal pain lower, dyspareunia and uterine haemorrhage outcome was unknown and the abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, abdominal pain lower, cervical dysplasia, dyspareunia, intra-abdominal haemorrhage, menorrhagia, pelvic pain, uterine haemorrhage and vaginal haemorrhage to be related to essure. The reporter commented: patient tolerated the procedure well. Discrepancy noted in date of insertion (B)(6) 2009. Coils: right: 3-4, left: 3-4. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: confirmed placement of both essure coils. Diagnostic results: hsg test confirmed placement of both essure coils and full occlusion of both tubes. Concerning the injuries reported in this case, the following ones were reported via social media dyspareunia, pelvic pain,¿ the lot number reported (710663) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-aug-2020: update of information (batch is not valid). On 12-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and intra-abdominal haemorrhage ("severe abdominal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), intra-abdominal haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia"). The patient was treated with surgery (on (B)(6) 2016, underwent pelvic surgery to try and alleviate the symptoms). At the time of the report, the pelvic pain, intra-abdominal haemorrhage, abdominal pain lower, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dyspareunia, intra-abdominal haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: confirmed placement of both essure coils. Hsg test confirmed placement of both essure coils and full occlusion of both tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.